Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during an infusion of a post intermittent flush bag for a magnesium bolus, the module alarmed for air-in-line (ail). The nurse pushed the restart button and immediately noted approximately 5 inches of air in the line below the channel and 7 inches of air above the channel and the pump continued to infuse and did not alarm for ail. The pump was powered off to ensure no air reached the patient. The event occurred in the medical surgical unit (med/surg). There was no patient harm. The module was tested and was found that the module does allow for air to get passed the sensor without alarming. The event occurred in the medical surgical (med/surg) floor. The customer stated no further information is available.

Event description:
It was reported that during an infusion of a post intermittent flush bag for a magnesium bolus, the module alarmed for air-in-line (ail). The nurse pushed the restart button and immediately noted approximately 5 inches of air in the line below the channel and 7 inches of air above the channel and the pump continued to infuse and did not alarm for ail. The pump was powered off to ensure no air reached the patient. The event occurred in the medical surgical unit (med/surg). There was no patient harm. The module was tested and was found that the module does allow for air to get passed the sensor without alarming. The event occurred in the medical surgical (med/surg) floor. The customer stated no further information is available.

Manufacturer narrative:
The customer¿s reported complaint of the pump module not alarming air in line was not reproduced. Functional testing shows the device is working properly. Inspection: pump module (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed with dry fluid residue. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. The front case was observed to be from a third-party manufacturer. ¿the pcu was not received, the pcu event nor error logs were not provided. Lvp logs were retrieved from the system to ascertain programming and event details associated to the reported incident. The lvp event log showed the pump module was channel selected at 8:28:41 am on (B)(6) 2020. The profile in use was not identified. The air bolus limit was set at 250 microliters with the accumulated air detection enabled. Based on the logs, an infusion of unknown drugid was programmed at 8:28:51am on (B)(6) 2020 with a rate of 25ml/hr and a vtbi of 50ml. At 10:25:55 am the pump module alarms air in line and safety clamp open for 27 second. The user restarts the infusion at 10:26:22 am. At 10:26:23 am the pump module alarms safety clamp open (1 second) and door closed. The user restarts the infusion at 10:26:27am. The pump module alarms air in line several times between 10:18:36 am and 10:27:06 am, the user restarts the infusion after each instance. The pump module is channeled off at 10:31:42 am. The total volume infused during the event is unknown. ¿results from our air in line test method, consisting of single air bolus detection and accumulated air detection tests demonstrated the unit is operating within specifications. ¿there are more sensitive air in line settings (50 and 75) available for use if greater sensitivity is desired. The root cause of the customer report of the pump module not alarming for air in the line was not determined. Customer¿s pump module¿s ail sensor detection was confirmed with in specification based on test results and information from the event logs indicates the device did alarm for air in line several times near the end of the infusion. Device history review: a review of the device history record showed the device had a manufacture date of 07nov2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.